Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate tortuosity and calcification. There was resistance during advancement and removal with the guiding catheter. When the balance middleweight universal ii guide wires were removed from the introducer sheath, it was noted that the polymer coating was peeling but did not separate from the guide wire. There was nothing left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional ht bmw universa device referenced in b5 is filed under a separate medwatch report number.